Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " iab removed suspected abrasion". Additional information states the iab catheter was replaced. No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "possible helium leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " iab removed suspected abrasion". Additional informaiton states the iab catheter was replaced. No patient injury or consequence reported. The patient's current condition is "unknown".